Event description:
Pt received 3 hours and 45 minutes hemodialysis treatment. Discharged to home without complaint. Facility received phone call from pts wife. Pt felt nauseated. Returned to facility for evaluation and then sent to hosp. Hemalysis was identified. Ldh was found to be 5,000. During treatment venous pressure dropped from 240 start to 150 at end. During hospitalization 4 units of blood were transfused.